Event description:
It was reported that the right ventricular (rv) lead was attempted left bundle branch implant. The helix was damaged during the attempt. Another rv lead was implanted successfully. No adverse patient effects reported.

Event description:
It was reported that the right ventricular (rv) lead was attempted left bundle branch implant. The helix was damaged during the attempt. Another rv lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance laboratory. The visual examination noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.